Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the touchscreen display is blank. Customer had elevated blood glucose levels (300 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.